Manufacturer narrative:
Concomitant medical products: product ID: 8731sc lot# serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter.other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 14-jun-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative regarding a patient who was receiving gablofen (concentration: 2000mcg/ml, dose rate: 891.7 mcg/day) via an implantable pump. It was reported that the patient experienced increased spasticity. The hcp indicated that the patient had a fever and was admitted to an intensive care unit (ICU) overnight. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that falls or any external factors were denied. The hcp tapped the pump's refill port and according to theprogrammer the reservoir volume was 8.3 and they pulled out 8.7. The hcp then tapped the catheter side port and pulled out approximately 2cc of cerebrospinal fluid. The pump was reprogrammed with a 10% increase on a simple continuous dose rate and bolus of the catheter. The issue was not resolved as of 2021-jan-20. No surgical intervention was performed or planned. The patient's weight and medical history were noted as having been requested but were unknown.